Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the revel ventilator failed and alarmed ventilator inoperable (inop) while connected to a patient. The patient was removed from the device and provided positive pressure ventilation via manual resuscitator for the remainder of transport. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 163 hours of extended tests at the customer¿s settings. The device passed initial final test and initial alarm volume test. The device passed all testing and met all vyaire manufacturer specifications. Review of the event trace revealed ventilator inoperable (inop) conditions. The event trace review cannot determine the root cause of the ventilator inoperable (inop) alarms. The main board was replaced as a pre-caution.